Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed one kcfw-6.0-35-55-rb-hfanl0-hc was returned with the dilator fully inserted through the check flo assembly for investigation. There was biological matter around the dilator hub and sheath check flo. The sheath tubing was partially separated 8.3cm from the distal tip of the sheath. The separation was at the bond site between the sheath body tubing and the dark blue bonded material. There was no other surface damage. The distal tips of the sheath and dilator were both intact. When the dilator was withdrawn, there was minimal biological matter throughout. However, there was a pronounced curve on the distal end of the sheath after the separation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the customer stated the device was separated prior to patient contact. The sheath was covered in protective tubing in the packaging to prevent damage during transport/handling. It is possible the device was damaged when being removed from the packaging or during procedure preparation, or that the failure is related to manufacturing/ quality control deficiencies. However, cook cannot confirm the device was manufactured out of specification. With the information provided, cook is unable to establish a definitive cause for this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a lower limb arterial stent implantation procedure, the flexor high-flex ansel guiding sheath was found to be cracked upon opening the package. The complaint device never made patient contact. The procedure was completed after replacement of the complaint device for a new device of the same type. The patient did not experience any adverse effects.